Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of patella and poly exchange. Patella size 41 revised to 32. Rpf size 3/10mm exchanged to size 3/12.5mm. Patella and rpf poly were cut to remove, lot numbers unavailable. Reason for revision was because patient was unhappy and had instability after primary surgery, therefore, poly was upsized and patella downsized to improve patient outcome. No adverse symptoms reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.